Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator (ins) for non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that when the patient leaned over they felt a surge or jolt. When the patient checked the ins with the patient programmer he saw a call your doctor message. The patient did not know if there was an error code. When the rep checked the ins they did not find any issue. The patient was getting good stimulation in the correct location. It was noted that this was the first time this had happened. The change in therapy/symptoms was considered sudden. Additional information received from the rep reported they patient had not experienced the surge or jolt again. No x-rays or other follow up had been done by physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.